Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker potentially reverted to safety mode operation and was explanted. No additional adverse patient effects were reported. According to the explanting facility, the device is available for return and analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker potentially reverted to safety mode operation and was explanted. No additional adverse patient effects were reported. According to the explanting facility, the device is available for return and analysis. Additional information was received. The boston scientific representative confirmed the device will not be returned, as italy health regulator requested not to return it for analysis.